Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth opening on posterior side assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ brown particles inside of the device.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.